Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer, the legal manufacturer's final investigation, associated h6 coding and the serial number was added to d4. According to the customer, the damaged maj-1500 connecting tube was used on three olympus endoscope re-processors (oers). Six scopes were reprocessed inadequately before the damaged connecting tube was noted. The scopes were used on 10 patients, not 20 as initially reported. Regarding the connecting tube, although alcohol is not used for cleaning, the tubes are wiped dry and stored together with other tubes in a container lined with a towel, everything is straight and without any bends. The oer re-processor is used according to the instruction manual. There is no stress applied when the tube is installed. Removal is performed without any stress being applied to the tube, but when replacing the scope between inspections, with the tube still attached to the main body, the scope is raised so that it does not get in the way when taking the scope in and out. Based on the results of the investigation, the users failed to notice the damaged connecting tube during pre-use check. It is possible that stress may have been applied (through attaching scopes or while assembling), the connecting tube may have encountered something sharp or, the connecting tube deteriorated over time. However, the specific cause of the damage could not be determined. The issue can be detected/prevented by following the instructions provided in the operation manual for maj-1500: chapter 7 preparation and inspection. Warning - over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Chapter 3 inspection before use, 3.4 inspecting the connecting tubes and leak test air tube. Before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors. There should be no bends or breaks in the pin of connecting tube connector. The tube should not be easy to disconnect once connected. Olympus will continue to monitor field performance for this device. This medical device report is related to the following MFR report numbers (addressing 1 damaged maj-1500 connecting tube, 3 oers and the remaining 9 patients where inadequately cleaned scopes were used): 9610595-2024-01728, 9610595-2024-01991, 9610595-2024-01989, 9610595-2024-01990, 9610595-2024-02038, 9610595-2024¿02037, 9610595-2024-02061, 9610595-2024-02072, 9610595-2024-02103, 9610595-2024-02068, 9610595-2024-02065, 9610595-2024-02063, 9610595-2024-02097.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medical device report (MDR) is related to the following MFR report numbers: 9610595 - 2024 - 01728. 9610595 - 2024 - 01991. 9610595 - 2024 - 01989. 9610595 - 2024 - 01990.

Event description:
It was reported, a damaged connecting tube was used in conjunction with multiple endoscope reprocessors, which led to inadequately cleaned scopes. The scopes were used in approximately 20 upper gastrointestinal diagnostic examinations. The procedures were completed with no reports of patient harm. This medical device report (MDR) is being submitted to report the potential harm to patient 17 of 20.